Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the manifold unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified therapeutic procedure in the anesthesiology department due to the patient's condition, when the subject device was used, no co2 was insufflated at the beginning, and then a large amount of co2 was suddenly insufflated. The user immediately replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc concluded that the reported phenomenon was attributed to the failure of the manifold unit. The exact cause of the failure of the manifold unit could not be conclusively determined. However, there was the possibility that the failure of the manifold unit was attributed to the accidental failure because the reported phenomenon occurred shortly after delivery and was not trend to be of frequent occurrence. If additional information becomes available, this report will be supplemented.